Event description:
The ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech duplicated the reported problem. The service tech inspected the power supply and reported finding an open fuse. The service tech replaced the fuse to correct the problem. Extended self testing (est) and performance verification testing was performed, and all tests passed per operating specifications.